Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed self test, a21 error test, off no power test, and displacement test. Motor error alarm noted during basic occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and scratched around casing.

Event description:
Customer's diabetes clinical consultant reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Customer reported having high blood glucose up to 800 mg/dl. Blood glucose at the time of admission was 900 mg/dl. Date of admission was (B)(6) 2014. Troubleshooting occurred with the customer's son. Customer's blood glucose at the time of troubleshooting was 415 mg/dl. Troubleshooting did not find any leaks on the insulin pump and everything was operating normally. Customer was advised to remain disconnected from the insulin pump and revert to a back-up plan. No additional information was provided.